Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, following lasik flap creation the flap could not be lifted. The rest of the treatment was discontinued and excimer treatment was not performed. Additional information received; the surgeon intends to wait three to six months prior to performing additional treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. According to the image in the treatment report, a vertical gas breakthrough (vgb) has occurred. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 100m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Treatment report review shows parameters used for bed, bed spot, and bed line against the recommendations for adjustment of the cutting parameters . The settings selected by the surgeon were not permitted by the manufacturer. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most likely contributing factor is that the flap settings selected by the surgeon, which are not permitted by the manufacturer could have caused the reported event. The manufacturer internal reference number is: (B)(4).